Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: thirst and frequent urination. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-018: user has high glucose value. Note 1: manufacturer contacted customer in a follow-up call on 13-mar-2024 to ensure that the customer's condition had improved - able to establish contact with customer who stated her condition had improved and she did not currently have any diabetic symptoms. Customer stated she did contact her doctor who had recommended customer administer a dose of insulin and test again at a later time. Customer stated she had tested that morning using the true metrix meter and the result obtained of 183 mg/dl fasting was within her expected range. Customer stated that the issue was because she had forgotten to take her long-lasting insulin the night before (03/11/2024) and that caused her blood sugar to be high. Note 2: manufacturer contacted customer in a follow-up call on 14-mar-2024 to ensure that the initial concern was resolved - able to establish contact with customer who stated she is comfortable with the glucose readings from the product.

Event description:
Consumer had initially reported complaint for error message (e-5). During the call, back to back blood tests were performed by the customer non-fasting and produced test results of hi and hi using true metrix meter; customer stated it was an hour after she gave herself a shot of fast acting insulin. The customer¿s expected am non-fasting blood glucose test result range is <200 mg/dl. The customer reported symptoms of thirst and frequent urination; customer stated she would contact her doctor. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 08/28/2025 and open vial date is 03/12/2024. Customer stated she had obtained the e-5 error message using 2 vials of the same lot number; the previous vial had been opened on 03/11/2024. The meter memory was reviewed for previous test result history (only one test result provided): result 1: hi date: 3/12 time: 12:46pm non-fasting.